Event description:
It was reported that the customer had normal blood glucose levels of 5.2 mmol/l. It was reported that the customer received a button error alarm from the insulin pump. It was also reported that the buttons of the insulin pump were unresponsive. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).